Manufacturer narrative:
(B)(4): the delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent. The suture was found twisted around the barb of the stent. The suture hole of the push catheter was noted to be torn. The tuohy borst and hub of the push catheter were detached and not returned, however indentations at the proximal end of push catheter indicate that the hub was initially intact. The guide catheter was found stretched and broken. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during stenting procedure of the common bile duct. According to the complainant, during the procedure, the stent could not be deployed and the suture was noted to be twisted. No damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.